Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. A photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2025).

Event description:
It was reported that prior to biopsy procedure, the foreign particle was found in packaging, there was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review first photo shows the label information where the specifications are verified (on the left side). And it also shows the magnum needle in the package where the hair like material is noted in the package (on the right side). While a hair strand can be noted next to the needle, a complete view of the packaging and package seal was not provided for complete evaluation. Therefore, based on the photo review foreign material in packaging cannot be confirmed. . Therefore, the investigation for the reported foreign material is kept as inconclusive as there were no proper evident provided. A definitive root cause for the alleged foreign material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to biopsy procedure, the foreign particle was found in packaging, there was no patient contact.